Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a trained physician attempted arteriotomy closure of the common femoral artery using the starclose device after an interventional procedure. Reportedly, the device became stuck in the patient and was difficult to remove. The physician broke the starclose device in half and made the spring recoil so it was easier to remove from the patient. Hemostasis was achieved with the device. There were no adverse patient effects. Though requested, no additional information was available.

Manufacturer narrative:
Incorrect removal. The device is expected to be returned. It has not yet been received.